Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info was requested on 05/23/2012 and 05/30/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to a refractive error. The lens was exchanged for a different brand of lens. Add'l info has been requested.